Manufacturer narrative:
(B)(4).

Event description:
A peritoneal dialysis (pd) patient called technical services and reported he experienced "terrific" pains in his lower abdomen. He stated he took pain medication however the symptoms worsened. Follow-up with the patient's nurse indicated the patient was seen at his dialysis clinic on (B)(6) 2016 for symptoms of abdominal pain. The patient's fluid was cultured and returned positive on (B)(6) 2016 for staphylococcus lugdunensis peritonitis. The patient was treated in clinic and given an unknown dose and frequency of antibiotics; drug name was not specified. The patient's nurse noted the patient's peritonitis was most likely due to breach in aseptic technique. The patient was re-educated on performing aseptic techniques. The patient continued continuous cycler-assisted peritoneal dialysis (ccpd) and completed his treatments. The patient was recovering from symptoms of peritonitis.

Manufacturer narrative:
Device was not replaced or returned to the plant for investigation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.